Event description:
When preparing for the procedure, the dilator was unable to pass easily through the guiding sheath. Once it passed through, the end of the dilator became sharp and was unable to be used during the case.